Manufacturer narrative:
Investigation of this report is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient experienced redness and the appearance of track marks in the cheeks post-procedure. It was stated that the patient is of skin type IV and has had 3 previous treatments within the past 2 years for deep acne scars. The first 2 treatments were done at level 6 and the third was done at level 7. The patient complained about not seeing results, despite understanding that it takes at least 4-6 treatments to achieve visible results. The fourth treatment (captured in this event) was then done at level 8, which is more aggressive and not recommended for darker skin types. Reportedly, the appearance of track marks has not yet resolved and the patient continues to use prescription-strength 0.5% retinol (to help with the track marks) as well as non-hydroquinone pigment corrector (to help with possible hyperpigmentation).

Manufacturer narrative:
The device was not returned for evaluation. A review of the device's laser pattern paper test showed a proper pattern and coverage and that the system is working within specifications. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the available information, a root cause for the reported event could not be determined. However, user error in the form of not adhering to the recommended treatment settings may have caused or contributed to the event. The fraxel dual user manual states that redness, delayed wound healing/skin textural changes, and discoloration are possible complications of fraxel treatment. Mild to moderate transient erythema is an expected response. However, if erythema is severe or persists significantly longer than expected, re-treatment should be avoided until the condition resolves. Reaction may vary on a patient-by-patient basis. Following laser treatment, re-epithelialization may not occur as expected due to patient physiology (i.e. Poor wound healing ability) or post-treatment care. This may result in undesirable textural changes. The possibility of temporary and permanent skin color change is known to exist with any laser treatment. Post-inflammatory hypo-pigmentation and hyper-pigmentation are known complications of many laser treatments and may occur with fraxel laser treatment.